Event description:
It was reported that this device was found to be depleting faster than expected. The patient had been seen several months ago and the longevity remaining was about three to five years. At the most recent follow up, however, the longevity remaining decreased to about one year. A save to disk was sent in for engineering analysis and it was confirmed that the device hardware is not detecting the loss of battery energy. Consequently, the battery status indicators are not reflecting the depletion condition and are inaccurate and cannot be relied upon to determine the depletion status of the device. Boston scientific technical services (ts) has recommended device replacement because of this anomaly. No adverse patient effects were reported. Currently evidence suggests that this product remains in service.

Event description:
It was reported that this device was found to be depleting faster than expected. The patient had been seen several months ago and the longevity remaining was about three to five years. At the most recent follow up, however, the longevity remaining decreased to about one year. A save to disk was sent in for engineering analysis and it was confirmed that the device hardware is not detecting the loss of battery energy. Consequently, the battery status indicators are not reflecting the depletion condition and are inaccurate and cannot be relied upon to determine the depletion status of the device. Boston scientific technical services (ts) has recommended device replacement because of this anomaly. No adverse patient effects were reported. Currently evidence suggests that this product remains in service. Additional information: the device has been explanted, replaced and returned for analysis. This report has been updated with the product investigation results.

Manufacturer narrative:
The returned cognis was analyzed and a review of the device memory confirmed that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device's battery. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was not included in the advisory population.